Event description:
It was reported that during a left colectomy, while clipping the vessels, the clips were malformed and would not stay on the vessel. According to the resident, there was more lateral force applied to the device. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.